Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source indicating the patient was deceased. Information identified in the manufacture¿s data base indicated the patient died 2 days post implant of the ipg and almost 6 years post implant of the lead. A cause of death was not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.